Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that during the implant noise was observed involving this electrode. In addition, a curve in the sense b area of the electrode was seen, thus the electrode was not implanted and was returned. No adverse patient effects were reported.